Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017; 459878 lead, implanted: (B)(6) 2017.

Event description:
It was reported that within a few days post-implant, the atrial lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.